Event description:
Device 4 of 4. Reference MFR report #1627487-2013-12370, 12371, 12372. It was reported the patient is experiencing heating and severe pain at the ipg pocket site while charging. It was also reported the charger is not working well. A new charger was sent to the patient. Follow-up determined the patient is scheduled for surgical intervention to address the issue. Note the patient received two leads from different lot numbers and two extensions from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.